Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Per initial report, the home patient connected two patient extension lines after priming the instrument. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.